Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. The kinked shaft was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for kinked shaft or shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpacking of the 2.75x28mm xience xpedition stent delivery system (sds), the shaft was noted to be kinked, and then separated. Reportedly, there was no resistance noted during removal from the dispenser coil. The sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.75x28mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.